Manufacturer narrative:
Investigation conclusion: customer's observation was not replicated in-house with retention devices. Retention devices were tested with 25 miu/ml hcg cutoff urine control and 100 miu/ml hcg urine control; all results were hcg positive at read time and met qc specification. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined without patient specimen in-house analysis and insufficiency information provided by customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Report from distributor - customer alleging three instances were received with false negative hcg results for three patients. Patient information only received for one patient. Patient's age (B)(6). Patient confirmed to be pregnant. Quantitative test was performed and the result was 154. Patient's last menstrual period? (B)(6) 2015. Although requested, no additional information was received. No adverse events reported for any of the three patients.

Manufacturer narrative:
Correction" d-1: cardinal health rapid test hcg 30t please correct to d-1: medline hcg urine cassette.